Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during a knee prosthesis surgery in phase of use of cement, an early solidification of the cement occurred, which caused difficulties in the implant positioning. Also we have been informed that the cement has hardened in about 8/9 minutes and that the femoral component has not been positioned perfectly. However, no adverse patient consequence was reported.

Event description:
It was reported that during a knee prosthesis surgery in phase of use of cement, an early solidification of the cement occurred, which caused difficulties in the implant positioning. The cement has hardened in about 8/9 minutes and the femoral component has not been positioned perfectly. However, no adverse patient consequence was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. The following sections were updated: d6, e1, g1-2, g4, h2, h3, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.